Event description:
The technician alleged that the ground resistance reading was high. No injury reported.

Manufacturer narrative:
The technician tightened the power cord plug terminals to resolve the issue.